Manufacturer narrative:
The complaint can be verified. The check button does not respond. There are particles inside the housing of the check button, and these particles isolate the area of contact inside the button housing. Due to this problem, the check button does not respond and is without function.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the check button on the infusion device does not function. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.